Event description:
An obituary was found for the patient which reported the patient had passed away following a brief illness. The programming history database was reviewed which showed the patient had been programmed off on (B)(6) 2006. It was reported by the funeral home the cause of death, as stated on the death certificate, was respiratory failure due to sepsis due to aspiration pneumonia. It was also reported by the funeral home that the patient was cremated. The device has not been returned to date.